Manufacturer narrative:
Investigation summary: two picture samples were received for evaluation by our quality engineer team. As the drug used was transparent, it was difficult to identify the point of leakage through the picture samples. One of the pictures revealed plastic protection covering the vial. A device history record review was performed for provided lot number 1703017 and the review did not reveal any quality issues during the production process that could have contributed to this incident. Three retained samples of the same lot number were obtained from the manufacturing facility for further investigation. Visual inspection of the retained samples did not reveal any defects and all of the retained samples were found to fit the vials properly with no signs of leakage during functionality testing. Based on the investigation results, a manufacturing related defect could not be determined. It is possible that the plastic covering shown in the picture sample prevented a proper fit of the protector to the vial. It is important to connect the protector without impediments. Complaints received for this device and defect will continuously be monitored by our quality team. Investigation conclusion: unconfirmed: bd was not able to duplicate or confirm the customer's indicated failure mode with the pictures provided. Root cause description: there is no evidence of failure during the manufacturing process. The defect couldn't be duplicated using the retained samples. The leak couldn't be duplicated neither in related complaint (B)(4), same lot. In this case, pictures received show a plastic covering the vial. It seems possible that the plastic avoid to the protector fitted correctly the vial and therefore, a leak could occur. Rationale: it seems likely that the plastic covering the vial avoids a good connection and this could cause the leak. According to qda, cmp is acceptable for this defect.

Event description:
It was reported that "cytotoxic" leaked from the bd phaseal¿ protector (p14) and "accord bortezomib 3.5mg/vial" during use.